Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, hamstring tendinopathy and osteolysis around the femur were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, hamstring tendonopathy and osteolysis around the femur were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a right total hip arthroplasty on (B)(6) 2005. During post operative monitoring patient alleges right radiation of pain to right paraspinal and right buttock in 2012, mild right trochanteric symptoms in 2007, left hip pain in 2009, right hip soreness in 2013 and limpness in 2013. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.